Event description:
Boston scientific received information that during a recent follow up appointment, the health care professional (hcp) was doing a threshold test, during which time loss of capture for 4 to 5 beats was observed and the patient was pre-syncopal. The outputs were changed and the patient was sent home without any further intervention. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.